Manufacturer narrative:
Correction to show information not added in the original regulatory report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient said already it seemed to be taking longer to charge the battery, and it seemed to run out of juice faster. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson¿s dual, movement disorders. It was reported that the rep would be meeting with the patient day of the call. The caller reported that the patient¿s ins had been turning off by itself. Patient started having issues with walking,that they had to craw since at times since (B)(6) 2017. Impedance check on the left implant showed impedance of 700-1100 ohms. Left 8+ 9- 10-, right 2+ 1- 0-. Both sides at 7 volts 60usec and 150 hz, therapy impedance was 539 (left) ohms and (right) 1012 ohms. Electrode impedance for the right side: right c0 3500 ohms c1 870 c2 848 c3 896 01 3012 02 3745 03 3906 12 1036 13 1260 23 1021 ohms discussed electrode 0 being a little high and that electrode was used in programming. Discussed potential connection issue patient to lose therapy. Patient didn¿t recall any trauma. It was reviewed it was up to the hcp to if surgery necessary if programming didn¿t resolve issue. Recharge interval was low at 5.97 days, empty 7.96 days. Patient said their recharge of a full ins could last about 4 days, thus battery power was not an issue. When patient felt therapy was not working pp showed implant was on. The patient had mentioned that their device malfunctioned, stopped working, and were carried to the ER. A neurosurgeon (inexperienced with dbs) removed the battery, washed it, and reinstalled it and it resumed normal functioning. In 2016 the patient moved to (B)(6) and had a fall. (B)(6) 2017/2018 the dbs stopped functioning, immobility lasted 24 hours, then resumed function. Patient was curious how much life their battery had. Patient was told it would last 9 years, which would put them at 2-3 more years, but their settings were high and wondered if that would bring eos more quickly. There were no further complications reported.